Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, thickened leaflets, restricted leaflet, and barlow's valve. A mitraclip was inserted and deployed on the mitral valve. A second mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip and chordal engagement occurred. While interrogating the valve, before removing the steerable guide catheter (sgc), the clip had detached from the anterior leaflet and remained attached to only the posterior leaflet and chordae (single leaflet device attachment/slda). To stabilize the clip, a third clip was inserted and deployed on the mitral valve, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, thickened leaflets, restricted leaflet, and barlow's valve. A mitraclip was inserted and deployed on the mitral valve. A second mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip and chordal engagement occurred. While interrogating the valve, before removing the steerable guide catheter (sgc), the clip had detached from the anterior leaflet and remained attached to only the posterior leaflet and chordae (single leaflet device attachment/slda). To stabilize the clip, a third clip was inserted and deployed on the mitral valve, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to procedural conditions. A cause for the reported difficult or delayed positioning (chordal engagement) cannot be determined. The reported slda appears to be due to patient morphology/pathology in conjunction with procedural conditions. The reported patient effect of foreign body in patient was due to the clip being deployed with the chordae. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.